Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. 1.2 mmol/l and 6.3 mmol/l 2. 0.9 mmol/l and 6.1 mmol/l sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.